Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/08/2017. Date initially sent to the FDA: 02/04/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report was previously reported on the 12/31/2015 this report was previously reported on the 12/31/2015 asr exemption approval number e2013037. As per the updated information received, this file has been changed from a gynecological procedure to a hernia repair procedure and will no longer remain on the asr report. The initial medwatch report was originally submitted as a follow up 1 on 02/04/2016 due to an emdr transmission error. Follow up 2 was submitted on 3/9/2016. Follow up 3 was submitted on 6/9/2016. This medwatch is being sent to correct g7 as requested by the FDA. This medwatch contains all initial and follow-up information received to date.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2013, and a mesh and covidien parietex mesh were implanted, concurrently with an open ventral incisional hernia repair due to ventral incisional hernia, and recurrent. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence and dyspareunia. It was reported that patient underwent exploratory laparotomy with excision of infected mesh on (B)(6) 2013. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2013, and a mesh and covidien parietex mesh were implanted, concurrently with an open ventral incisional hernia repair due to ventral incisional hernia, and recurrent. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report was previously reported on the (B)(4) 2015 asr exemption approval number e2013037. As per the updated information received, this file has been changed from a gynecological procedure to a hernia repair procedure and will no longer remain on the asr report.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2013, and a mesh and covidien parietex mesh were implanted, concurrently with an open ventral incisional hernia repair due to ventral incisional hernia, and recurrent. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence and dyspareunia. It was reported that patient underwent exploratory laparotomy with excision of infected mesh due to infected mesh on (B)(6) 2013. No additional information was provided. (B)(4).